Event description:
Lap sigmoid resection. Pcs29 fired completely but produced malformed and under-formed staples. An intraoperative leak occurred and was corrected using manual sutures.

Manufacturer narrative:
See scanned pages.